Event description:
The customer reported that she is pregnant and has been experiencing high bg's (in the 300 to 400 mg/dl range). She had programmed a bolus, which was interrupted with a pod alarm. At the recommendation of her hcp, she went to the hospital and was given insulin through an IV. No further information was provided about the episode. The pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.